Manufacturer narrative:
Based on the reported information, the patient's anatomy was tortuous with mild level of stenosis on the outflow side of the aneurysm. Per pipeline flex instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The pipeline flex delivery system and its microcatheter were returned for evaluation. The pipeline flex delivery system was found to be slightly stuck inside the distal segment of the catheter. For further investigation, the pipeline flex delivery system was then pushed out of catheter with high resistance. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The middle section of the pipeline was found fully opened with no damage to the braid. The lot history records of the reported lot numbers, have been reviewed and no quality issues were noted. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the above findings, the customer's complaints could not be confirmed for pipeline incomplete open as the pipeline was returned fully opened with damaged braid. It is possible that the tortuous anatomy and the damage to the catheter may have contributed to the reported issue; subsequently causing the pipeline to become stretched and damaged. However, the cause for damage could not be determined.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. Reference (B)(4).

Event description:
Medtronic (covidien) received report of pipeline flex failure to open. The patient was being treated for a 15mm, wide-necked aneurysm in the right cavernous internal carotid artery (ica). The proximal and distal landing zone anatomy was favorable, though the anatomy around the aneurysm neck was tortuous. Landing zone artery size was 3.4mm proximal and 3.7mm distal. Mild level of stenosis was noted on the outflow side of the aneurysm. Continuous heparinized saline flush was used during the procedure. The pipeline flex was navigated without any noted friction and was deployed. Halfway through deployment, the pipeline flex appeared stretched and flattened out. The device was resheathed. At re-deployment, the pipeline flex became locked up in the microcatheter. The physician was not able to move the microcatheter forward nor was he able to continue deploying the pipeline flex. The system was removed from the patient and the case was ended. The patient is currently stable. It is not known whether the patient will undergo additional procedures to treat the aneurysm.